Event description:
Reporter indicated having issues with a vns therapy programming computer. Specifics were not given at initial report and good faith attempts to obtain additional information have been unsuccessful to date.